Event description:
A 54mm trident hemi cluster cup did not securely attach to the offset da cup impactor handle. A new cup and inserter had to be opened and the original cup was wasted.

Manufacturer narrative:
Implant and explant date updated. An event regarding assembly issue involving a trident shell was reported. The event was not confirmed. Visual inspection found damage, noted to the screw threads in the dome hole of the device. The inner non-coated surface showed evidence of damage consistent with attempts of implantation. Shiny wear on the coated surface of device was noted, particularly around the screw holes of the device, suggesting attempts of implantation were made. A device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined, as further information is needed.

Event description:
A 54mm trident hemi cluster cup did not securely attach to the offset da cup impactor handle. A new cup and inserter had to be opened and the original cup was wasted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.